Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going through battery power more than it should. The customer stated they had changed the battery 4 times in the last week. Over the weekend, they had to change the battery multiple times. They had a battery change alert at 2 am and at 4 am. The customer's blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed. The customer did not receive a low battery alert prior to the replace battery now alarm. It was noted that they put in a new battery prior to calling. The new battery resolved the issue. Additionally, the customer also received a power error detected alarm. They were given a series of steps to perform after the call to resolve the alarm. The device will not be returned for analysis.